Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of the implantable cardioverter defibrillator (ICD) system presenting electrogram (egm). Upon review, ts observed that the patient was in a true ventricular arrhythmia that was converted with shock therapy delivery. However, shortly post shock therapy, the device had recorded a signal artifact monitor (sam) event due to minute ventilation (mv) oversensing noise signals and high within limits impedances exhibited on the right atrial (ra) lead. At this time, the ICD device and ra lead remain in service. No additional adverse patient effects were reported.